Event description:
Customer reports of having lost sensor and transmitter not communicating with sensor. Customer' s blood glucose was 416 mg/dl and treated with insulin pump. After troubleshooting and using blue test plug, customer was able to resolve sensor issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.